Event description:
It was reported that the patient was implanted a metasul taper liner, ii/32 on the left side on (B)(6) 2012. The patient experienced dislocation. Closed reduction was performed. Outcome is resolved.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).